Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose reached 260 mg/dl while wearing the pod between 4 and 24 hours. The needle did not fully retract as intended during activation and the cannula did not deploy.

Manufacturer narrative:
The device was received in the deployed state; the pink slide insert was visible through the viewing window of the top housing. In addition, the formed needle was observed to be exposed, confirming the reported event of the needle not retracted. During investigation, after opening the pod, the formed needle was found not seated properly in the slide retract. The slide retract was damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. No evidence of blood was found on the received device, however, the exposed formed needle contributed to the reported bleeding and bruising at the pod infusion site. No issues were found that would result in the cannula not deploying. The download data also shows the device completed first and second prime, and ran 1026 pulses.